Event description:
It was reported that a month after the initial surgery, there was a sign that cage moved. The patient was feeling low back pain at that time. Two months after the initial surgery, it was confirmed that one of the two cages moved into spinal canal. The cage still remains implanted in the patient.

Manufacturer narrative:
Method: device history review, complaint history review, risk assessment results: the customer reported a migration of an avs spacer. The device was not returned for evaluation since it remains implanted in the patient. Manufacturing records were reviewed and no anomalies were identified. According to the surgical technique, spacer migration can be caused by improper implant installation or use of inappropriate instruments, patient activities against the doctor's provided restrictions, or any activity that would cause patient exertion of excessive loading upon implant conclusion: the root cause of the failure could not be determined due to the absence of the device and limited information.

Event description:
It was reported that a month after the initial surgery, there was a sign that cage moved. The patient was feeling low back pain at that time. Two months after the initial surgery, it was confirmed that one of the two cages moved into spinal canal. The cage still remains implanted in the patient.